Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013 and performed to specification up to (B)(6) 2015. The device recorded multiple manual power ups of varying durations under four minutes between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The time outs would suggest the device was switching on automatically and the user was intervening by turning the device off via the on/off button, therefore there were no ten minute time outs recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.